Event description:
It was reported that this pacemaker was exhibiting far field oversensing on the right ventricular. Technical services (ts) was consulted about reprogramming. The device remains in service. No adverse patient effects were reported.